Event description:
It was reported by patient's mother that "this thing (unsure lead or device) actually killed my daughter." Mother reported patient "had 2 episodes during device implant." She reported patient had 2 episodes of passing out - one in 2007 at airport and another (B) (6)2009. She understood from physician device was not working - "didn't do what it's supposed to do." Patient was reported to be dead on arrival at hospital. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received.